Event description:
Dentist made initial contact noting handpiece overheating and burnt pt on inside of right cheek. During follow up to obtain additional info, the office advised that they had no additional info regarding event or any follow up treatment.